Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that an unknown error message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an sql error. The reported event of unknown error message is reportable based on the finding of an app crash alert. No injury or medical intervention was reported.